Event description:
Additional information showed the patient was having discomfort at the ins site and was considering moving the device from the buttock to the abdomen. It was also reported the patient's lead, model number 3998, was no longer active as it was causing headaches. The lead was left implanted. It was stated the patient was getting "ok therapy but it's not great."

Event description:
It was reported the patient saw an error message on their patient programmer screen. It was unknown what the error message was. Since the error message, the patient reported intermittent stimulation. No diagnostics were performed, and the cause of the issue could not be determined. On (B)(6) 2012, it was reported the patient was doing better, and no interventions were planned.

Manufacturer narrative:
Product ID 3998 lot# v233248 serial# implanted: (B)(6) 2010, explanted: product typ lead product ID 37752 lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ recharger product ID 37743 lot# serial# (B)(4), implanted: (B)(4) 2008, explanted: product typ programmer, patient product ID 3708260 lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ extension. (B)(4).

Manufacturer narrative:
Product type lead product ID, 3887-45 lot# v798123, implanted: 2011 (B)(6), product type lead product ID, 3887-45 lot# v473343, implanted: 2011 (B)(6), product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6). (B)(4).